Manufacturer narrative:
Evaluation summary:post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, engineering review of the product and an evaluation of the returned device. The clevis was broken and the disengaged pieces were not returned. The articulation knob functioned properly for the instrument. The knob to expand the blades functioned properly; and the blades could be expanded fully. The device articulated properly and returned back to the straight position. Visual and functional testing of the returned sample confirmed the product did not meet quality release specifications that were tested regarding the reported conditions due to the broken clevis. A review of the device history record could not be performed because the lot number was not provided. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Subsequently, the complaint data did not display an increased trend. There were no adverse patient events reported as a result of the alleged event. Should new information become available, the file will be re-opened and reassessed at that time.

Manufacturer narrative:
(B)(4). The reported condition could not be confirmed, however, a secondary condition was found due to the broken clevis.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during laparoscopic nephrectomy, the surgeon was using two endoretract instruments to hold the kidney. One was angled at a 45 degree angle and when the surgeon went to reposition it, the instrument locked at this angle and could not be made straight again. The surgeon used the other retractor to hold up the kidney and then removed the one that was locked at 45 degrees from the port. The other fan retractor worked fine without incident for the rest of the procedure. The patient was not injured. The difficulty did not result in any tissue damage or patient injury. There was no unanticipated tissue loss. The incision was not extended by more than one inch. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes. No device fragment fell into the patient.